Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre sensor. The customer had unspecified low readings in comparison to unspecified capillary test, and experienced a loss of consciousness. The customer was taken to hospital and hospitalized for "several days", but the caregiver did not have information as to treatment or diagnosis. There was no report of death or permanent injury associated with this event.